Event description:
Patient reported having a tens unit that is in need of maintenance and repair, for their tens unit has lost one of its closure doors and requests the tens unit to be checked out. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).